Event description:
It was reported that the pt underwent a bilateral laminectomy and decompression at c3-c6 using rhbmp-2/acs and posterior instrumentation. Prior to the procedure, the pt was diagnosed with cervical spondylotic myelopathy, spinal cord compression and bilateral upper extremity weakness. On MRI and CT scan performed prior to the surgery, the pt showed severe cervical spinal stenosis with cervical subluxation at c3-c5. Reportedly, prior to the surgery, the hospital staff had difficulties intubating the pt. The pt alleges that her body was handled recklessly, resulting in a fractured vertebra. The operative notes indicated that there was a fracture in the left c3 lateral mass with evidence of pseudoarthrosis. This was also seen preoperatively on the CT scan of the area. During the decompression, a small durotomy was encountered at the c5-c6 internal near and area of major osteophytic compression. The durotomy was closed, and no further leak was seen on a valsalva maneuver. Rhbmp-2/acs was rolled with allograft dbm and packed into the lateral gutters. Additionally tisseal was placed over the epidural space along with a layer of hemostat. Per the operative notes, the pt tolerated the procedure well without any changes, and was taken to the recovery room where she remained at her neurological baseline. The pt alleges that she suffered an injury to her cervical spine during the surgical procedure, resulting in respiratory problems and a form of quadriplegia called brown-sequard syndrome. In addition, the pt contracted pneumonia, pulmonary pseudomonas aeruginosa and staphylococcus aureas. After the surgery, the pt was extubated. The paralysis spread to her diaphragm, resulting in her lungs collapsing. The pt was reintubated and placed on a ventilator.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eavluation. Therefore, we are unable to determined the definitive cause of the reported event.